Manufacturer narrative:
B3: estimated date. This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
Additional information was reported to coloplast, though not verified on 28-aug-2024. Reportedly the patient experienced the sensation of incomplete bladder emptying since 2019 and feels like something is pulling or too tight. Additionally, the patient has experienced chronic urinary tract infections since 2018, reduced pelvic muscle strength, myofascial tenderness and hematuria.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. B3: estimated date.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device underwent a surgical procedure on (B)(6) 2015 to treat stress urinary incontinence. An altis sling was placed. The patient subsequently suffered complications associated with the mesh including exposure and protrusion of the mesh, erosion, bleeding, infections, pelvic floor dysfunction, atrophied urethra, pelvic pain/ cramping, irregular discharge, vaginal pain, dyspareunia, urinary urgency problems, urinary tract infections, scrarring, disfigurement and difficulty with daily activities. Surgical intervention and removal of mesh was performed on (B)(6) 2024 and may require additional intervention. The mesh also affected other parts of the patient's body and immune system. The post operative diagnosis on (B)(6) 2024 was "retained mid-urethral sling with vaginal mucosal ulceration and chronic infection". The patient is undergoing a course of pelvic floor therapy and is being treated by physiotherapist to address the toll these symptoms have had on marriage and overall psychological well-being.